Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The dispenser hoop, introducer sheath. Pusher, and implant were returned for analysis. The microcatheter used was not returned. An investigation was performed and the pusher was found to be bent at the proximal end of the gold connector at e2. The transition on the pusher was found have a minor overlap. The attachment location was found to be intact and without damage. The distal heater coil was found to be intact, without damage, and did not display any signs of thermal detachment. The introducer sheath was found to be in good condition. The implant was returned detached from the pusher assembly. The attachment tether was intact on the implant and still attached. The monofilament appeared wavy and had an non-distinct profile. The implant was found to be stretched in the middle of the implant, impacting both the coil and monofilament. The implant was found to be deformed at the distal end, but with the distal ball intact. The root cause of the premature detachment cannot be identified at this time; the microcather is considered a critical component to the investigation and was not returned. The damage observed on the implant would be consistent with a unit that was stuck in a microcatheter and retracted, but the timing of the occurrence of the damage cannot be confirmed. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during an embolization treatment, the coil detached in the microcatheter. The coil and pusher were removed in their entirety from the patient. There was no reported patient injury or intervention. The patient was reported to be fine.